Manufacturer narrative:
A dialysate leak from the cartridge was reported leading to a termination of a hemodialysis treatment. The operator failed to rinseback all of the patient's blood as instructed in the user's guide. No patient injury occurred. The cartridge was not returned for evaluation. The exact cause of the reported dialysate leak,therefore could not be determined. Investigation of similar reports concluded that the dialysate leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Nxstage has initiated a voluntary recall of the affected cartridge lots. The user's guide alerts operators of the potential for leaks and instructs operators of the need to observe for leaks. System labeling further instructs users to terminate treatment and rinseback blood if a leak occurs. A blood loss should not occur if device labeling is followed. Facility staff has been notified of the event and provided additional training to the operator. Nxstage medical considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A vfms check failure alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.